Event description:
Customer reported that the pt became entrapped between the right head and right foot siderails. The bed was in the high position when the event occurred. The pt was found facing away from the bed, their torso between the bed frame and siderails and their arms over the head and foot siderails. The mattress on the bed was a maxifloat mattress (non-approved hill-rom mattress). The pt expired, however the reason for death was not given.